Manufacturer narrative:
Manufacturing evaluation was completed. The broken implant was not returned for investigation. Two identical intact screws returned which were placed in the same screw rack. The lot numbers from all screws are unknown / were not provided from the reporting facility. The received pictures show a broken off unknown screw head. Both received screws are intact and unused. Comparing the received articles with the technical drawing confirmed the article identification to be (B)(4) as per event description. The color is silver and the material specified to be titanium aluminum niobium iso (B)(4). The head diameter, the length and the thread outside diameter were measured with caliper ref. (B)(4) and found to meet the specifications. Visual investigation and comparing with the actual technical drawing indicates correct thread shape and self-cutting features. Because the broken implant is not available, the unknown technique and conditions during screw insertion are unknown. The complaint root cause is indeterminate. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Additional codes: jey, gxr. UDI: (B)(4). Device broke intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital contact telephone: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient underwent a craniectomy on (B)(6) 2017 where a matrix neuro plate and screws were implanted to repair the skull. During the procedure, it is reported a screw head broke off during insertion. The fragment was retrieved and the shaft of the broken screw remains embedded in patient bone. Another hole was drilled and another screw was implanted. Procedure was completed successfully with a delay of approximately 10 minutes due to the broken screw. No patient harm was reported. Post-operatively it was noted the bone was not very secure. Concomitant devices reported: plate (part and lot unknown, quantity 1) screw (part and lot unknown, quantity unknown). This report is for one (1) screw. This is report 1 of 1 for (B)(4).